Event description:
The account stated bar code misreads occurred on the axsym analyzer. Patient sample 8328 was in segment e, position 5 (e5) on the axsym analyzer with benzodiazepines and opiate tests. The customer removed sample and replaced with sample which was manual 1:20 dilution for opiate. At the time of the sample tube replacement, the probe was at position e4. The customer indicated that the axsym uses host query with lis. Additionally, sample was in position e9 with a pending benzodiazepine and methadone test ordered. The axsym generated a benzodiazepine and methadone result from position e5 for the sameple instead of another sample. The customer believes the axsym read sample from position e9, but sampled from position e5 and did not sample from e9. All three patient samples were then placed into another position and the correct assay result, sample ID and segment position was generated. The customer was unable to successfully calibrate the axsym bar code reader. The calibration procedure generated error code 2801 (calibration procedure failed, sample bar code reader). Approximately one week later, a second bar code reader error occurred. The axsym bar code reader identified a sample as being in position m5 when it was actually in position m9 with no samples in positions m1 through m5. Error code 3081 (liquid not found) was generated. Service was requested for the axsym. The customer reviews all results prior to releasing. No mismatched sample ID or incorrect results were reported out of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
Bar code reader misread, mismatch patient ID and incorrect results assigned. Investigation in process, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
Other - bracket assembly the investigation of the issue consisted of a review of customer complaints, current axsym labeling, and the information provided including the complaint text. The axsym operations manual provides multiple probable causes and corrective actions to assist the customer with resolving inconsistent/ erratic/ discrepant results. The manual also provides instructions for using diagnostic controls to check the status of the bar code reader and to troubleshoot bar code reader error code generation. The complaint information notes the sample bar code reader bracket assembly was found to be malfunctioning and was replaced. No additional issues with the sample bar code reader on axsym have been documented, since the malfunctioning barcode bracket assembly was replaced. This is a final report.